Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the image was intermittently freezing up (lock up). This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.